Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer received both high and low readings and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced being light headed and was close to fainting. The customer was unable to self-treat and was given an unspecified treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.